Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1, a2, a3, a4, g5, 510k#: device is a veterinary product. No patient information will be reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary update; updated on 20jul2020 additional information was received via email on 09 june 2020 at 2:04 pm from j&j employee, from the japan team that the lot number for the screw in the subject complaint is (B)(4). DHR was launched and no issues were found that would contribute to the complaint condition. Device history part number: vs303.045, 3.5mm locking screw slf-tpng , lot number: h542313 (non-sterile), manufacturing location: monument, manufacturing date: 17-jan-2018, lot quantity: 237 . Work order traveler met all inspection acceptance criteria. Packaging label log lppf, was reviewed and determined to be conforming. This lot met all visual, dimensional and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 212m119, lot number: h542313, lot quantity: 237. Work order traveler met all inspection acceptance criteria. Inspection sheet, mill threads / thread head / flute / final inspection, met all inspection acceptance criteria. Packaging label log lppf, was reviewed and determined to be conforming. Part number: 212.119.999, lot number: h532254, lot quantity: 957. Work order traveler met all inspection acceptance criteria. Inspection sheet, heading, ns040979 rev r met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The vet locking screw was returned for evaluation and examined by the quality engineer and an inspection operator. The part was not returned in the original packaging and the threads are uniformly flattened and damaged on 75% of the shaft. The ¿scratch¿ referenced on the complaint appears at the end of the flattened threads. The tip and flutes of the screw also show wear marks. Furthermore, the product was returned with a decontamination certificate, completed on october 24th, 2019, stating that the ¿product/instrument has been used in an invasive procedure or been in contact with blood or other body fluids.¿ this information indicates against the complaint description that ¿it was not used in surgery.¿ document/specification review vs303.045 parts are manufactured and then packaged at the monument facility. The components which they are created from are also manufactured at the monument facility. The threads below the ¿scratch¿ appear uniformly flattened, while the non-damaged threads conform to dimension. Due to the nature of these threads, it appears that the damage occurred post manufacturing. Part number: vs303.045, lot number: unknown, manufacturing date: unknown. Due to the product not being returned with the original packaging, the lot number and manufacturing date cannot be determined. Nc review a 1-year review was completed for nonconformities related to the affected part family (both vs303.045 and the component family) was conducted. No related nonconformities were found. CAPA review: a search for capas related to either the defect or the affected part family (both vs303.045 and the component family) was conducted. No related capas were found. Process risk: risk document was reviewed for evaluation of risk associated with thread deformation. Parts are inspected per ns048610 for thread profile and lot uniformity to capture any affected product related to this issue. No design or manufacturing defect or deficiency was observed during the investigation. Conclusion: the investigation results have shown that the screw was used against the complaint description that ¿it was not used in surgery.¿ the investigation confirmed that the threads and screw shaft were damaged. However, the damage to the threads indicate that the screw was used post-manufacturing and damaged by an excessive mechanical force. The damage to the threads suggests that the shaft of the screw was in contact with a plate and was either inserted incorrectly or into the incorrect plate, which caused the damage to the threads and the complained malfunction. The ¿scratch¿ at the end of the damaged portion of the screw appears to be where the insertion of the screw into the plate was halted, and the screw removed. Based on the investigation findings, it has been determined that no corrective and/ or preventative action is proposed, as no manufacturing related issue could be detected. Therefore, this complaint is not confirmed. Additional monitoring will be conducted through complaint trending. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. The vet locking screw is not returned in the original packaging. The investigation of the complained vet locking screw has shown that the thread flanks at the screw shaft are damaged and flattened as well the tip wear marks visible. The screw head recess has shown also wear marks which indicate against to the complaint description "it was not used in the surgery". The relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. As no lot number was provided the review of manufacturing specification could not be performed which represented the dimensional, visual and packaging criteria at the time of manufacture release. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. The complaint description is rated as unconfirmed for this vet locking screw because the investigation results has shown that the screw were used against to the complaint description "it was not used in the surgery". However after investigation to the thread flanks at the screw shaft are damaged and flattened is rated as confirmed for this vet locking screw. All the damages, are clearly indicates that they were caused post-manufacturing by an excessive mechanical force during surgery. That the thread flanks at the shaft below the screw head are damaged indicates that the shaft was in contact with the plate. Therefore we have to assume that the screw was inserted in an inappropriate angle, that this caused the damages at the threads and finally the complained malfunction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: veterinary complaint: it was reported that on (B)(6) 2019, the patient was going to undergo open reduction internal fixation surgery for a fracture with the locking screw in question. Before the surgery, the hospital found that the screw had a scratch and it was not used in the surgery. No further information is available. This complaint involves one (1) device. This report is for one (1) 3.5mm locking screw slf-tpng w/stardrive recess 45mm. This is report 1 of 1 (B)(4).